Event description:
Attempted laparoscopic appendectomy 10 mm trocar guard failed. Common iliac artery lacerated. Immediate large hemorrhage. Rapid infusion of blood and repair of laceration. Pt to ICU post-op. Recovering slowly.